Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the final investigation. Updated fields: d4, h2, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was observed during the device evaluation, the air/water cylinder and tube of the duodenovideoscope had white foreign material, there was also a gap in the adhesive between the server plug in and the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water cylinder and tube of the duodenovideoscope had white foreign material, there was also a gap in the adhesive between the server plug in and the distal end. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the gap in the adhesive between the server plug in and the distal end was caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.